Event description:
Customer reported that the percupump 1a injector ceiling mount accessory broke causing the entire system to crash to the floor. It appeared that the ceiling mount had a stress fracture and finally broke near the first connecting joint from the mount base attached to the ceiling. The injector system was removed and replaced with a new empower CT demo unit. No one was injured as a result of the event.